Event description:
The manufacturer received information that a dreamstation bipap avaps 30 device was returned for service and evaluation. During the evaluation, visible foam particles and foam degradation was observed in reference to the voluntary field safety notice / recall. There is no allegation of serious or permanent harm or injury. The device's sound abatement foam requires replacement to address the issue. This record will be included in a-06-2021.